Event description:
The procedure being performed was a bilateral c4-5 foramenotomies. The pt was in the prone position. The following information was reported by the reporter regarding the incident: "surgeon and anes. Adjusting clamp and position to table-loosened from table to readjust and as head being moved-pin pulled up and tore skin. Head was being held-so did not drop". The pt sustained a 2cm laceration on the left side of the head which required skin stables to close.